Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the enterprise server database stopped processing messages because the server e drive ran out of space. A technical support specialist (tss) remotely accessed the database and all in one server, applied the updated database backup stored procedure from the knowledge article, medstation es 1.7.x & 1.8 server running out of e drive space large dsserverreports backup folder and regenerated the full backup cycle by manually running the full, differential, and log structured query language (sql) jobs. The tss then verified that the cleanup process was functioning correctly by confirming that backup files older than 35 days were being removed. During the review, the tss identified that the e drive had run out of space due to accumulated sql backup files and moved older backups to the d drive to free approximately 35 giga bytes. Sql backup jobs were confirmed to be running successfully with backup compression enabled, and vm specifications were verified to meet deployment guide requirements. The tss recommended increasing the e drive capacity to prevent future space issues and advised the customer to contact vmware support since the disk expansion option was unavailable on their side. Long term care was confirmed as not enabled; archive jobs ran successfully and follow up communication was sent regarding the e drive expansion. After multiple follow ups with no response from the customer, the tss proceeded to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had all stations on disconnected mode. And error message was notified as "patient and orders may not be current" on the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.